Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed no evidence of power on resets. The battery cap was not returned with the pump. On examination, the battery compartment had a small crack near the threads. On testing, a new test battery cap was able to be fastened to the pump appropriately. With the new test cap in place, the pump was exercised for 24 hours with no power interruptions. The pump was opened for investigation and did not reveal any evidence of moisture, damage or defect of the pump's interior. Investigation was not able to confirm or duplicate the complaint.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the subject pump would not power on after the battery was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.